Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after announcing a lunch meal as less than the actual amount, the user experienced elevated blood glucose for approximately three hours, with the highest reported value around 246 mg/dl; the user performed a confirmatory fingerstick of 240 mg/dl and calibrated the ilet, and the ilet high glucose alert was received. Symptoms included no reported adverse symptoms. Outcomes included no medical intervention and no outside assistance. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to an incorrect meal size announcement, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.